Manufacturer narrative:
Motor can control board.

Event description:
It was reported by service report that the bed is inoperable. It is unk if there was pt involvement or if there are adverse consequences to report.